Event description:
"In the process of a routine transurethral resection of a bladder tumor the scrub tech noticed smoke being generated from around the area of the resectoscope handpiece. On inspection of the handpiece, a black discoloration was noticed around the area of the resectoscope that connects to the bovie cord."